Event description:
The site reported that a light adjustable lens (lal sn (B)(6), +19.0d) was explanted on (B)(6) 2023 due to it becoming dislocated after implantation. The lal was explanted, and another lal (sn (B)(6), +19.0d) was implanted. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The light adjustable lens (lal) was explanted on (B)(6) 2023 due to becoming dislocated after implantation. The treating physician elected to explant the lal and replace it with another lal. The last known uncorrected distance visual acuity (ucdva) was 20/50. The explanted lal was discarded by the site; no further investigation is possible. Manufacturer reference #: (B)(4).